Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the touchframe printed circuit board (pcb). The ventilator passed self testing.

Event description:
It was reported that the ventilator's display was blocked. Patient involvement information was not provided.